Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es there was a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer reseated all rear connections and all row boards for main 5.1. The unit tested successfully in diagnostics with no issues. A technician verified proper operation through the inventory application, also without any issues. The system functioned as intended after the field service engineer repaired the device.